Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "it was reported that the side of the universal inserter broke, the piece went unnoticed throughout the case, and the broken piece was left in the patient. It was detected on a post op film taken in recovery, patient ate so they will be having surgery tomorrow. They were requiring a second surgery to remove the piece." The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. ((B)(4) device photo ad 16 sept 2024. The device associated with this report was not returned to j&j medtech orthopedics for evaluation. The photographs attached were reviewed, however the image quality is poor and no observations pertaining to the nature of the reported event could be identified. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs attached are insufficient to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the side of the universal inserter broke, the piece went unnoticed throughout the case, and the broken piece was left in the patient. It was detected on a post op film taken in recovery. Patient ate so they will be having surgery tomorrow. They were requiring a second surgery to remove the piece. Additional event information: the surgeon spoke with the patient who felt that it was an unwarranted second surgery to retrieve the artifact. So, no additional surgery was needed.